Manufacturer narrative:
H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set adhesive issue event on 25-feb-2026. The infusion set accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion sets and resumed insulin delivery successfully. No further information available.